Manufacturer narrative:
A supplemental report is being submitted for investigation updates completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced acute kidney injury (aki), ventricular tachycardia, fluid overload, and an increase in serum creatine; the patient was started on diuresis to reduce fluid. Two weeks later, the patient was started on dopamine due to volume increase and aki. The patient also had coffee ground emesis and dark stools; cardiogenic shock and gastrointestinal bleeding were suspected, and the patient required vasopressors and inotropes and was placed on diuresis again. The patient then experienced hemorrhagic shock from phrenic arterial bleed status post interventional radiology embolization and acute tubular necrosis on continuous venovenous hemodialysis, a pleural effusion which required chest tube placement, and a left pulmonary arterial bleed. It was further reported that the patient was noncompliant and had worsening right sided failure and kidney failure, and continued to become extremely fluid overloaded. The patient subsequently expired due to multiorgan failure. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding, renal dysfunction, cardiac arrhythmias, pleural effusion, right ventricular failure, multi-organ failure, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for acute kidney injury (aki). A computerized tomography (CT) scan was performed. It was noted that the patient also had some ventricular tachycardia (vt). Five days later, the patient was readmitted for fluid overload and an increase in serum creatinine. Echocardiogram was performed and was unchanged. Diuresis was started with diuretic medications to reduce the extra fluid. The patient was signed out against medical advice (ama). The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction. B5-correcting the second sentence of the event description from "computerized tomography (CT) and ventricular tachycardia (vt) were performed" to " a computerized tomography (CT) scan was performed. It was noted that the patient also had some ventricular tachycardia (vt)". -adding two fdp codes c50802 and c50591. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was noncompliant and had worsening right sided failure. The patient continued to become extremely fluid overloaded in addition to kidney failure. The patient subsequently expired and the death was deemed multi-system organ failure.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for acute kidney injury (aki). Computerized tomography (CT) and ventricular tachycardia (vt) were performed. Five days later, the patient was readmitted for fluid overload and an increase in serum creatinine. Echocardiogram was performed and was unchanged. Diuresis was started with diuretic medications to reduce the extra fluid. The patient was signed out against medical advice (ama). The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had confusion which was due influenza a infection. Of note, a performed CT scan was negative.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Corrected sections: - b5: desc evt problem: corrected to include additional adverse event experienced by the patient - h6 patient codes (ime/annex e), imf (annex f) health impact: corrected to include new annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced acute kidney injury (aki), ventricular tachycardia, fluid overload, and an increase in serum creatine; the patient was started on diuresis to reduce fluid. Two weeks later, the patient was started on dopamine due to volume increase and aki. The patient also had coffee ground emesis and dark stools; cardiogenic shock and gastrointestinal bleeding were suspected, and the patient required vasopressors and inotropes and was placed on diuresis again. The patient then experienced hemorrhagic shock from phrenic arterial bleed status post interventional radiology embolization and acute tubular necrosis on continuous venovenous hemodialysis, a pleural effusion which required chest tube placement, and a left pulmonary arterial bleed. It was further reported that the patient was noncompliant and had worsening right sided failure and kidney failure and continued to become extremely fluid overloaded. The patient subsequently expired due to multiorgan failure. It was further reported that the patient had confusion which was due to influenza a infection. Based on the information available, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding, renal dysfunction, cardiac arrhythmias, pleural effusion, right ventricular failure, multi-organ failure, infection and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately two weeks later, the patient was admitted to the emergency room and started on dopamine because their volume was up and had aki. It was thought they were in cardiogenic shock. The patient also had coffee ground emesis and dark stools and a gastrointestinal bleed (gib) was suspected. A kidney, ureter, and bladder (kub) x-ray was performed which showed no obstructions. The patient required vasopressors and inotropes initially and they were diuresed for volume overload. Their course was complicated by hemorrhagic shock from phrenic arterial bleed status post interventional radiology (ir) embolization and acute tubular necrosis (atn) on continuous venovenous hemodialysis (cvvhd). They also experienced a pleural effusion which required chest tube placement, and left pulmonary arterial bleed. The patient was placed in hospice because they had several admissions for volume overload, along with right ventricular (rv) dysfunction, and gib and they were taken off anticoagulation.

Manufacturer narrative:
A supplemental report is being submitted for a correction to section e initial reporter address from (B)(6) to (B)(6) and the phone number to (B)(6). This is also being submitted for additional information received about the continued events that are captured in b5 and patient codes in h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.